Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. The patient experienced a skin reaction with pain, inflammation and swelling. A nurse from an endocrinology clinic reported that they had a patient in the ed who experienced severe pain and swelling in her arm after applying a g7 sensor. The patient was given pain medication, and it took several days for the pain and swelling to resolve. The nurse was unsure whether the reaction was caused by the needle or the adhesive. She also noted that the patient takes magnesium supplements and uses a deodorant containing magnesium, and she would like to know whether the g7 device could react with magnesium. The patient was given pain medication, but the specific medication and dosage are unknown. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.